Manufacturer narrative:
Investigation summary: three photos were received and visually evaluated. One photo displayed a magnified image of what appears to be a small gray/black particle on a surface. Two photos showed a loose 1ml ll syringe with a needle attached and approximately 0.1ml of fluid in the fluid path. No particle could be observed in the two photos. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the photos provided and without a physical sample it is not possible to conclude where the particle originated. It is possible the particle originated during syringe manufacturing process. It is also possible it was introduced at some point during the product¿s manipulation. Potential root cause cannot be determined based on the available information. No corrective actions recommended since product defect was not confirmed to originate at the syringe manufacturing plant.

Event description:
It was reported that a bd 1ml syringe luer-lok¿ tip had foreign matter. The following was reported, "material no. 309628 batch no 7321514. It was reported that there was a foreign particle floating in the injection. There was a foreign particle floating in the injection. Were there any non-supply components used to prepare the dose? No. I used the syringe and needles that came with the box. Was the 19g filter needle (provided in kit) used to draw? Yes (see above). Was the seal on kit present and in-tact? Yes. Which component has the particle¿the vial, syringe or the needle? Is the particle on the plunger rod or inside the barrel? Be very specific. The particle was noted to be floating within medication within the barrel of the syringe after it was drawn up (using the filter needle). It seems unlikely that such a large particle could have been aspirated through the filter, but cannot say 100% that it was not in the vial. Although I look at the vial when I am drawing up fluid, I do not look for longer than is necessary to see the needle tip inside the fluid inside the vial and to see the fluid being drawn up. Which point during preparation was the particle discovered? See above. The particle was noted after the medication had been aspirated from the vial into the syringe and after the 19 ga filter needle was switched to the 30 ga injection needle. What is the shape, color and size of particle it is a dark gray/brown slightly fluffy appearing particle close to 1 mm in its greatest dimension? Is the particle free-floating or fixed? Free floating in the fluid. Did the person use any method to clean the vial? No."

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 1ml syringe luer-lok¿ tip had foreign matter. The following was reported, "material no. 309628, batch no 7321514. It was reported that there was a foreign particle floating in the injection. There was a foreign particle floating in the injection. Were there any non-supply components used to prepare the dose? No. I used the syringe and needles that came with the box. Was the 19g filter needle (provided in kit) used to draw? Yes (see above). Was the seal on kit present and in-tact? Yes. Which component has the particle¿the vial, syringe or the needle? Is the particle on the plunger rod or inside the barrel? Be very specific. The particle was noted to be floating within medication within the barrel of the syringe after it was drawn up (using the filter needle). It seems unlikely that such a large particle could have been aspirated through the filter, but cannot say 100% that it was not in the vial. Although I look at the vial when I am drawing up fluid, I do not look for longer than is necessary to see the needle tip inside the fluid inside the vial and to see the fluid being drawn up. Which point during preparation was the particle discovered? See above. The particle was noted after the medication had been aspirated from the vial into the syringe and after the 19 ga filter needle was switched to the 30 ga injection needle. What is the shape, color and size of particle it is a dark gray/brown slightly fluffy appearing particle close to 1 mm in its greatest dimension? Is the particle free-floating or fixed? Free floating in the fluid. Did the person use any method to clean the vial? No."